Event description:
Attempts were made to catheterize the inferior track. Initially a kumpe catheter and then a 1 cm rim catheter were used. A wire but not advanced. A fathom guidewire was placed to 100 cm long cantata. The fathom guidewire was able to be buckled inferiorly, but when the cantata was advanced the wire would not retract and the wire eventually broke off inside the track. The rim catheter was removed. A 6.5 french 45 cm long defect double density no sheath was placed and angled into the track. Attempts to use a microwave expiratory leak snare to retrieve the fractured fragment the fathom wire were unsuccessful; 100 cm long alligator forceps was then used to extract the retained fragment of fathom wire.